Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer changed the battery and cleared the alarm. The customer stated that the battery cap was not loose. Blood glucose value was 185 mg/dl. Customer was advised to revert to a backup plan until the battery cap replacement arrives and call back is issue persists with ne battery cap.